Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator failed the touchscreen calibration test. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator failed the touchscreen calibration test. The se replaced the touchscreen to resolve the issue. A full performance verification test was performed, and the device was placed back into service.